Manufacturer narrative:
One bivona tracheostomy (trach) tube was returned for analysis in used conditions. Upon visual examination, no damage was noted to the device. Air cuff symmetry test performed observing the device to inflate without issue. The percentage of symmetry was 38.46% which is within specification. The assembly process and manufacturing process was reviewed; no discrepancies found. Verification of 32 units were reviewed from the manufacturing process and tested by inflating with air; observing that the air cuff symmetry test was correctly performed. Based on the evidence, no fault was found as the complaint was not confirmed.

Event description:
Information was received that a smiths medical portex bivona tts cuffed pediatric with straight neck flange tracheostomy tube would not inflate properly/evenly. Subsequently a tracheostomy tube change out was required. No adverse patient effects were reported.